Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the nerve block procedure. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112760 and lot number 43ard045 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent a nerve block procedure. It is alleged that on (B)(6) 2016 the patient "underwent an additional surgery to repair the hernia defect and remove it the perfix plug and mesh." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to defective perfix plug.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number (B)(4) and lot number 43ard045 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent a nerve block procedure it is alleged that on (B)(6) 2016 the patient "underwent an additional surgery to repair the hernia defect and remove it the perfix plug and mesh." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to defective perfix plug. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a hernia sac was identified and dissected away from the cord structures. This was then returned into the preperitoneal space, and a perfix plug was tacked in place with prolene sutures. A piece of flat marlex mesh (perfix plug onlay) was placed along the inguinal floor and tacked in place with sutures.¿ (B)(6) 2016 - patient had right groin and testicular pain thereby underwent right geniculofemoral and right ilioinguinal nerve block under ultrasound guidance. (B)(6) 2016 - patient visited hospital due to pain. On physical examination patient was diagnosed with right inguinal tenderness which could represent a recurrent hernia or a chronic femoral hernia or a migrating mesh plug from previous repair. (B)(6) 2016 - patient was diagnosed with painful mesh thereby underwent bassini right inguinal hernia repair with removal of scarred fibrotic mesh. Per operative notes, ¿dissected the mesh off the internal oblique and spermatic cord. Both the patch and the plug (perfix plug and onlay) were removed. There was no recurrent hernia. Ligated the inferior epigastric artery as it was densely adherent to mesh. After complete dissection of the mesh except for a small sliver of the mesh that had to leave on the spermatic cord to avoid disruption to the blood supply to the spermatic cord. A bassini repair was accomplished with suture. Ilioinguinal nerve or iliohypogastric nerve may also be removed with the mesh.¿ attorney alleges that the patient had adhesions, infection, nerve damage, pain, hernia recurrence, hydrocele / testicular pain and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the nerve block procedure. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years post implant of perfix plug, patient was diagnosed with pain, painful mesh, fibrosis thereby underwent repair with removal of mesh and nerves. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, f12, g1, g3, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.